Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of defective intraocular lens (iol). Additional information has been requested.

Event description:
Additional information has been received that lens was damaged by the injector. The lens was removed during initial procedure and surgery completed with replacement lens. There was no harm to the patient and patient was not hospitalized. No issue or defect with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.